Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there were healthy donuts, staple line was complete but when they did the leak test, there was bubbling at the anastomosis. The surgeon had to over sewed the staple line/anastomosis to resolve the issue.